Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the customer reported that an unknown patient experienced a phaco burn, during sculpt. The patient is listed as a male. The information obtained was listed as having occurring within the first five minutes of the case on the left eye (os) which resulted in post-operative astigmatism and corneal opacity. Topical steroids were given to the patient. The system was in use at the time of the case. The surgeon indicated that the phaco power in the handpiece was alleged to have contributed to the reported event. The wound did not require sutures. There was no indication of chamber shallowing or collapsing. No occlusion bell was detected during the case. Patients eye level was listed as ¿unknown.¿ no handpiece are expected to be returned for evaluation at this time. Additional information was requested but was not obtained. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal haze describes a cloudy or opaque appearance of the cornea. The cornea is normally clear, so corneal haze can impair vision. Although the haze can occur in any part of the cornea, it is most often found within the thicker, middle layer of the cornea, called the stroma. Corneal haze is most often caused by inflammatory cells and other debris that is activated during trauma, infection or surgery. Corneal haze is usually successfully treated with steroid eye drops. Corneal haze following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal haze post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. There is insufficient information regarding the patient¿s ocular history and the surgery details.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on january 14, 2016. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced a corneal burn during a procedure. Additional information was provided via a filled in questionnaire. Per the surgeon, phaco power and handpiece contributed to the event. The corneal burn occurred during the sculpting step of the procedure, no sutures were required to close the wound. No occlusion bell was noted during the procedure. Topical steroids were provided. This is one of two reports being filed for the same facility.